Event description:
Additional information received reported that when the pump was turned on, the health care professional was not able to extubate the patient because the patient could not breathe and the patient was very sleepy.

Manufacturer narrative:
(B)(4). The eval code method for the pump was updated to new processes.

Event description:
Additional information received from the health care provider (hcp) reported that the pump was "not working correctly" or "not infusing enough" and had to be replaced in 2012, and it was not clear if this was a pump or catheter issue.

Event description:
It was reported that the patient experienced symptoms of withdrawal, a catheter problem was found, a catheter revision was performed, and the patient then experienced symptoms of overdose. On (B)(6) 2012, the patient started having symptoms of withdrawal; vomiting, clonus from head to toe, sweating, increased pain, shaking, and increased tone. On (B)(6) 2012, two catheter dye studies were performed, and catheter leaks/tears were found. The first leak was found at the proximal end, at the pump connector site and also in distal end of the catheter, outside of the spine. There was also a volume discrepancy found at that time. The expected reservoir volume was 8ml, however, the pump had 0ml of actual reservoir volume. Reporter stated that at several of the previous refills, there were discrepancies of 1-2 ml, and patient would present with withdrawal symptoms shortly before refill dates. The healthcare provider would ''bring patient back earlier to try and counter the withdrawal.'' To treat the withdrawal, the patient was given 30 mg of oral baclofen, intravenous clonidine, and a dilaudid pca. Patient was noted to be in baclofen withdrawal while in the hospital. Due to the catheter leaks/tears and patient symptoms, the catheter was then replaced on (B)(6) 2012 to remedy the issue. Following replacement of the catheter, a refill was performed. Following the catheter revision and pump refill, the patient started experiencing overdose symptoms; altered mental status/somnolence, weakness, hypotension, flaccidity, intubation. It was believed that the pump was ''over-delivering medication.'' There were no pump alarms detected. Reporter stated that since the catheter replacement, the patient had responded negatively to even small doses of medication. Each time pump was turned on, the patient would become weaker. The medication was turned down 20% following catheter replacement and the patient became hypotensive, the dose was then increased to 40% of the resulting dose and the patient then became somnolent, needed to be intubated, had no reflexes, and was flaccid. Pump was then turned off completely on (B)(6) 2012 and replaced on (B)(6) 2012. At the time of replacement, another volume discrepancy was noted. The expected residual volume was 39 ml, and the actual residual volume was 35.5ml. The patient was hospitalized prior to catheter revision and pump replacement. Reporter stated that the patient had previously tolerated 400-600 mcg of baclofen per day doses. It was later reported on (B)(6) 2012, that on (B)(6) 2012, the patient's pump was filled with saline and programmed to the minimum rate. The medications in the pump were clonidine, baclofen (compounded), and dilaudid (hydromorphone). Patient outcome and current pump status was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed the pump tube was deformed. It also revealed pump over infusion and insufficient pump tube occlusion. It was confirmed that in specific orientations of the pump head the pump head did not fully occlude the pump tube, this allowed fluid to bypass the roller leading to the over infusion.

Manufacturer narrative:
(B)(4).

Event description:
Additionally it was noted that due to the catheter leak there was a pocket of fluid sitting in the patient¿s perineum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731, lot # b005111n27, implanted: (B)(6) 2003, product type catheter; product ID 8598, lot # b004295n29, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter; product ID 8598, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).